Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched on screen, customer had sometimes difficult to read the screen of insulin, insulin pump had locked up and become non-responsive, took out battery and put back in batter it had happened twice, insulin pump had cracked at the top and difficult to put in infusion sets, unexplained no delivery alarms, replace infusion sets or reservoirs and sometimes error still occurs. Customer's blood glucose value was unknown. Customer declined to report helpline portal. The device will not be returned for analysis.